Event description:
Initial results for a pt albumin and co2 were 0.9 g/dl and 8.3 mmol/l respectively. When repeated, the results were 3.8 and 25.0. The incorrect results were not used to guide therapy. The field service representative was unable to determine a cause for the discrepant values.